Event description:
It was reported that patient received a patient notification for high, out of range, high voltage lead impedance. The lead was capped and replaced. The patient was doing well following the procedure.